Event description:
It was reported that the customer passed away due to a diabetic coma. It was stated that the customer usually takes a nap during the day. On (B)(6), 2011, the customer was taken to the hospital in a diabetic coma, and subsequently passed away on (B)(6), 2011. The doctors determined that the customer's pancreas failed. It was stated that the customer's blood glucose levels may have been in the range of 30 mg/dl. The caller declined to return the insulin pump for analysis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.